Manufacturer narrative:
This report is being supplemented to provide additional information that was received about the event.

Event description:
The defect was found during the device's regular maintenance. There was no procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section g2 was corrected with information that was inadvertently omitted from the initial report. Based on the results of the investigation, error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130 volts. The high voltage power supply board was faulty, which caused error e433 to occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error. The reported problem was found after procedure. The facility finished the procedure with the same one; the device did no harm to the patient. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.